Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during placement of the third embolization coil in the right gastric artery, the coil did not detach. During removal, the coil detached. The detached coil was successfully removed with a snare device. There was no reported patient injury. The patient was reported to be stable.

Manufacturer narrative:
The device was returned detached from the pusher. The pusher was noted to have numerous kinks along its length, and around different locations. The distal section of the heater coil appeared to be in good condition, with no burn marks on the strain relief. The implant appeared to be in good condition, with no kinks or damage. The resistance of the system measured to be within specification; however, was intermittent. The solder connections were checked on both the distal and proximal sections; both sections appeared to be in good condition. The pusher was dissected on the distal end to expose the attachment tether monofilament. The tether tip had a somewhat straight cut, with a thin stretched tail. Based on the reported details and investigation findings, the complaint could be confirmed. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded its maximum strength specification.